Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A customer reported that a male patient treated with coolsculpting to the flanks and has been diagnosed with paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6: race: white.

Event description:
Allergan aesthetics received a report from the patient who was treated with coolsculpting to the flanks on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolcurve+ and coolsmooth pro system applicators, who developed paradoxical hyperplasia (ph) after treatment.